Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material within the jet channel was confirmed but could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. Based on additional information received, in general, the customer is trained by olympus for processing practices in accordance to the instructions for use. The event can be detected/prevented by following the instructions for use which states: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection." IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the up angle was inoperative. The device evaluation found white remnants of white crystalized contamination believed to be an infacol (simethicone) type of product within the jet channel. Additional findings include the following: the distal end cap sealant was missing, the distal end adhesive was worn, the light guide tube had minor delamination, and the switch condition was worn. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had an angulation problem. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white remnants of white crystalized contamination believed to be an infacol (simethicone) type of product within the jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.